Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. A piece of the teflon pad is broken at the distal end of the pad. The missing material was not returned with the instrument. Additionally, the instrument was found to have a completely missing teflon pad. The teflon pad is missing from its original position at the distal end. The complaint regarding a cracked gasket was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the gasket of the harmonic ace instrument was cracked. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.